Event description:
The patient was hospitalized in 2008 and ten days later, for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.